Event description:
Additional information received identified the physician reviewed the patient¿s wound and no additional intervention is planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced redness, discharge and wound healing issue at the ipg site. The physician advised regular wound care administered by the nurse and the patient is under observation.